Event description:
Based on the complaint description, the procedure proceeded as planned until the physician encountered significant resistance at the skin level while attempting to advance the device into the femoral artery. Heavy scar tissue prevented access. Another attempt to advance the device into the femoral artery. Heavy scar tissue prevented access. Another attempt to advance the device by pushing it was made without success. Upon separating the device body from the latchwire to convert to standard access, the device was observed to be fractured at the needle port/heel slot. However, the fractured components were held together by the actuator cable. Additional information received revealed that the initial fracture occurred at the time of device insertion and complete fracture occurred at the time of conversion when physician cut the device.

Manufacturer narrative:
The device was returned and failure analysis performed, the analysis confirmed that the device fractured at the heel axle holes, which is consistent with the complaint description. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed. This is the 2nd reported device fracture. Analysis of the returned device did not indicate a manufacturing or process-related defect. Additionally, review of the previously investigated complaint associated with this lot indicates no lot-specific issue. The axera 2 access system instructions for use was reviewed. Per step 8 (precautions) of the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device" and note in step 5 (deploying the axera access device), "avoid excessive twisting or rotation of the axera access device during insertion, as this may cause device damage or affect device performance." The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause for the reported device fracture, based on available information, is use error due to excessive force exerted on the device during insertion when resistance was encountered. The probable root cause for the reported failure to insert device into patient issue, based on available information, is patient factors.